Manufacturer narrative:
The subject device is not available to the manufacturer.

Event description:
It was reported that thrombectomy procedure was done at left m2 segment of the middle cerebral artery with the use of the subject stent retriever and an aspiration catheter. The patient's vessel dissection was confirmed during procedure. No further information is available.

Event description:
It was reported that thrombectomy procedure was done at left m2 segment of the middle cerebral artery with the use of the subject stent retriever and an aspiration catheter. The patient's vessel dissection was confirmed during procedure. No further information is available. Based on the additional information provided on 07/15/2020, antiplatelet drug was administered to treat the vessel dissection. The procedure was completed successfully using another device. The patient is in a sable condition.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual and functional testing could not be performed since the device was not returned for investigation. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The additional information provided by the customer indicated that no anomalies were noted to the device during preparation/prior to use, the device was prepared as per the dfu, continuous flush was maintained, and the device performed as intended. In the physician¿s opinion, the reported issue is due to procedure related. The reported issue patient vessel dissection is a known and anticipated complication to these types of procedures and patient condition and is listed as such in the device directions for use. Therefore, an assignable cause of anticipated procedural complication will be assigned to this event.